Manufacturer narrative:
The device has not been returned for repair, therefore the customer¿s reported problem cannot be confirmed. A review of the device history record for (B)(4) was performed from 11/09/2015 to 09/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Device not returned.

Event description:
It was reported that the latch was replaced.